Event description:
Caller reported a malfunction on the pump which resulted in the pump screen going dark and not turning on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to connect the pump to a power source, which successfully turned the display back on, and arranged for a replacement pump to be sent. Customer will continue to use current pump; will rely on alternate method if necessary.